Event description:
No additional information.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bdiag bc pro global needle did not retract. The following information was provided by the initial reporter: for several weeks or even months, during catheter insertion, the during catheter insertion, the mandrel can no longer retract. This could lead to a blood exposure accident. 6/3/25 ¿ you mentioned several events. Could you confirm the number of events that have occurred? Please also let us know the date of the events. Tuesday 6 may, monday 26 may, saturday may 31 ¿ could you confirm the impact on patients of all the events that have occurred? Catheter removal ¿ when you pressed the button, did the needle fully retract? No ¿ did the needle retract slower than usual? Has not retracted ¿ did the needle start to retract and then stop, leaving the needle exposed? No ¿ did the needle not move at all after pressing the button? Yes ¿ did the button go down? No